Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified the system did not boot up. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. During troubleshooting, the fse found the host pc did not boot up after powering on unless it was restarted manually. To resolve the issue, the fse replaced the host pc and reconfigured the system. After the replacement, the system was returned to use in good working order. The host pc was returned to philips for further analysis and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.